Event description:
When performing patient antisepsis, I press the stem of the chloraprep device, but even with the presence of the solution, it is not absorbed by a sponge. New chloraprep is needed.

Manufacturer narrative:
The batch record for pn 312480 ln 0286480 was reviewed and there were no non-conformances related to broken ampoule during the manufacturing of this lot. The visual inspection of the retained samples was not performed based on the retained samples are visually inspected upon collection and are not packaged in the same configuration as the implicated product; therefore, are not representative of this failure mode for investigational purposes. Based on no photograph or sample was received for analysis from the customer, the failure mode could not be confirmed. The ampoule is made of glass and is designed to break at a relatively low break force. When pressure is applied to the wings by a pinching force with the fingers, this activates the applicator; breaking the glass ampoule and releasing the chloraprep solution onto the foam tip. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handling. Without the actual sample a root cause can't be determined. No further action will be taken based on the failure mode was not confirmed, no adverse trend observed and will continue to track & trend. H3 other text : sample not provided.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
When performing patient antisepsis, I press the stem of the chloraprep device, but even with the presence of the solution, it is not absorbed by a sponge. New chloraprep is needed.